Manufacturer narrative:
(B)(4): evaluation method: device history could not be reviewed as no lot number was provided. Results: no product was returned. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the physician is aware that the implant time was longer than the recommended use of the product (recommended removal within 7 days). The physician also reported that because the wire was left in longer than usual, this may have contributed to the fracture of wire.

Event description:
Medtronic received info that this temporary pacing electrode, implanted 10 days, fractured at removal. The tip of the wire was retained in the pt's body. (Two model numbers were sent, (B)(4), however, the physician does not remember which wire fractured). The physician is aware that the implant time was longer than the recommended use of the product (recommended removal within 7 days). The physician also reported that because the wire was left in longer than usual, this may have contributed to the fracture of wire. There was no adverse effect on the pt (B)(6), who recovered uneventfully and was discharged from the hosp. The event occurred months ago and the remaining lead was discarded.